Event description:
Sentinel device was properly opened and prepared to be deployed. While advancing the device into the patient's body it became difficult to advance. Sentinel device was removed. Another sentinel device was properly opened and prepared. No issues with 2nd device. Patient was stable throughout the event of removing and exchanging to a new sentinel device. FDA safety report ID# (B)(4).